Event description:
The vns programming computer serial cable was returned to the manufacturer on (B)(4) 2013 for product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns programming computer's serial cable was working only intermittently. Trouble shooting was performed and the issue was isolated to the serial cable. A new serial cable was sent to the physician and the old serial cable is in process to be returned to the manufacturer for product analysis.

Event description:
Product analysis on the returned programming computer serial cable was completed, and the allegation was not duplicated in the product analysis lab. No anomalies associated with the serial cable were noted during testing. The serial cable performed according to functional specifications.